Event description:
Additional information was received to correct the device information that was reported in the initial report. A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used in the procedure. It was initially reported as a c2 catheter. The lot number is unknown and the device was discarded.

Event description:
During a complex percutaneous coronary intervention (pci) procedure with the support of an impella, a shockwave c2 coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the left anterior descending artery. 120 pulses were successfully delivered. There was no report of any ivl device malfunction. After the procedure, optical coherence tomography (oct) imaging revealed multiple large eroded nodular calcified lesions, one of which was at the site of the perforation immediately beyond diagonal branch 2. Angiographic evidence of a perforation occurred after stent placement and post dilation with a 3.0 mm non-compliant (nc) balloon and a 3.5mm nc balloon. The physician admitted that he should not have advanced the 3.5mm balloon across the diagonal because the size of the vessel distal to the diagonal was 3.0mm. The oversizing of the area where the nodule arose presumably forced the nodule extravascular, causing the perforation. The physician placed a 2.5 mm papyrus covered stent and performed pericardiocentesis. The patient received cardiopulmonary resuscitation (CPR), rebounded, and was transferred to the intensive care unit (ICU). The following day, a repeat angiogram showed complete resolution of the perforation and a patent target vessel. The patient later then had the pericardial drain and impella removed. The patient is expected to be discharged home soon.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the perforation could not be definitively determined based on the information available. Angiographic evidence of a perforation occurred after stent placement and post dilation with a 3.0 mm non-compliant (nc) balloon and a 3.5mm nc balloon. The physician admitted that he should not have advanced the 3.5mm balloon across the diagonal because the size of the vessel distal to the diagonal was 3.0mm. The oversizing of the area where the nodule arose presumably forced the nodule extravascular, causing the perforation. There was no ivl malfunction reported. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.